Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type lead .product ID 977a260, serial# (B)(4), product type lead.

Event description:
A healthcare provider (hcp) reported via the manufacturer¿s representative (rep) that during implant the first lead was implanted without any impedance or other issues. When the second lead was being implanted the physician inserted the lead and had abnormal impedances. The rep. Then opened a third lead and the physician inserted this into the same location as the second lead, but it also had abnormal impedances. The physician then advanced the needle to a different location and reinserted the second lead with all normal impedance results. Following implant the consumer was doing fine, no patient symptoms were reported, and no further complications were reported/anticipated. Relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.